Manufacturer narrative:
The device history record (DHR) for the affected lot was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results were carried out and were within acceptable criteria as per established sampling plan levels quality procedures. A sample was not returned for evaluation, consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. The root cause and corrective actions could not be identified without a sample to evaluate. The affected component is produced by an external supplier; our assembly process only consists in a pick and place operation for this material. According due to similar cases presented in the past, a formal corrective/preventative action (CAPA) has been opened to document the reported issue.

Event description:
Additional information received on 04/26/23 states that the balloon was inflated with 6ml of sterile water. The balloon burst whilst inside the patient¿s gut. It is assumed that the fragments were passed by patient. There was no further medical intervention.

Manufacturer narrative:
Additional updates to the 3500a: section b5: describe event or problem - additional information received on 04/26/23 added. Section h6: health effect - additional information received on 04/26/23 therefore the clinical code 2687 was added.

Event description:
Customer reports: an 18fr 1.5cm nutriport was placed (B)(6) 2023, in a 2 year old patient. The balloon burst on (B)(6) 2023, and was replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.